Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump was hot to the touch while plugged in and charging. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose value was between 130-131 mg/dl